Event description:
A patient reported experiencing inaccurate high results with an ot basic meter. The patient's blood glucose results were 9.6 mmol versus 7.2 mmol meter to lab. Tests were done with 10 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.